Event description:
Device 2 of 3. Ref MFR report: 1627487-2012-11753. Ref MFR report: 1627487-2012-11755. It was reported the pt was not satisfied with the stimulation coverage received, and wanted the scs system explanted. The physician explanted the entire system. It was reported there would be no devices returned; they were discarded.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.